Event description:
The physician was advancing a second penumbra coil 400 during a case, and noticed the catheter was kicking back out of the aneurysm. At this point, he started to feel some resistance when advancing the coil. He tried to reposition the catheter over the coil unsuccessfully. He then tried to remove the coil, but noticed that while pulling the pusher wire back, the coil was not following and had detached. There was some coil in the aneurysm with a majority left in the microcatheter. He then removed the microcatheter and used a snare to retrieve the coil. There was no patient injury. The case was stopped after the coil was removed. The case was then completed successfully the next day with seven more penumbra coils.

Manufacturer narrative:
Results: the distal detach tip (ddt) of the pusher assembly is no longer attached to the polymer section of the pusher assembly. The ddt is the portion of the pusher which, in combination with the pull wire, allows the release of the coil. The coil shows some damage from the snare used to remove it from the patient, but is otherwise complete and in good condition. Conclusion: the separation of the coil from the pusher assembly noted in the complaint is confirmed. It is possible that when the catheter was kicking back out of the aneurysm and resistance was felt, the coil release mechanism was under tension. Repositioning the catheter over the coil could also have caused tension on the release mechanism. If this tension was great enough, the ddt may have pulled away from the polymer section of the pusher assembly causing the unintended detachment of the coil. The manufacturing record for this lot has been reviewed, and all tensile strength tests were completed and were found to be within specification.